Event description:
Customer called to report discovering a leak while troubleshooting incomplete tube retract errors and intermittent instrument lock-ups on the coulter hmx analyzer with autoloader. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and adjusted the probe wipe assembly. The fse also aligned the instrument optics and matched the primary mode to the secondary mode (mode to mode adjustment). The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the leak is attributed to the probe wipe assembly misalignment. The issue was resolved with the services performed by the fse. Customer has not called back to report any further issues relating to this event. (B)(4).